Manufacturer narrative:
Device not returned.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 445 mg/dl.